Event description:
Left hip revision surgery was performed due to metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the hemi head, sleeve and liner were removed. The shell, stem and screw remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 liner, r3 shell, sleeve and hemi head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the liner, shell and hemi head. Similar complaints have been identified for the sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Intraoperative findings of extensive bursal fluid, and evidence of corrosion around the femoral head and neck along with elevated metal ions may be consistent with findings associated with trunnionosis and metallosis. Without the supporting pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported trunnionosis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.